Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. A review of the device history record is not applicable at this time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gi scope exhibited j-tube has foreign objects. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date and update to h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.